Event description:
The physician implanted a vena tech vena cava filter via the femoral vein without difficulty. Immediately after implanting the filter, the physician noted that the filter was upside down within the ivc. The physician elected not to intervene further. The patient remains stable and has suffered no adverse consequences from the event.